Event description:
It was reported that a malfunction alarm occurred with the pump, specifically displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to resume normal operation. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call if any issues arise again.